Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family:sc-2317-70; upn:model: m365sc2317700; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient felt a buzzing sensation on the feet and also experiencing inadequate stimulation. The patient underwent a revision wherein the ipg and leads were explanted. The patient was doing well postoperatively. The explanted devices were discarded at surgery center.